Manufacturer narrative:
The investigation did not identify a product problem.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result for two patients while using the cobas® sars-cov-2 & influenza a/b & rsv test on the cobas liat system. The alleged samples initially generated a positive sars-cov-2 result with the cobas® sars-cov-2 & influenza a/b assay. The same samples were retested on a different platform (cepheid) and the same liat analyzer using the cobas® sars-cov-2 & influenza a/b assay and cobas® sars-cov-2 & influenza a/b & rsv assay which yielded negative results for sars-cov-2. All of the results were released. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
The liat analyzer serial number was (B)(6). The investigation is ongoing.